Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. Pd therapy was ongoing. At the time of this report, the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.